Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect, treatments and foreign body in patient appear to be related to circumstances of the procedure. The patient effect of tissue injury is listed in the proglide instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the significantly calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture was not present when the plunger was pulled back for all three devices. A surgical cutdown was performed by incising the vessel to achieve hemostasis. During the cutdown, a separated posterior foot was found in the anatomy. Vessel damage was also noted. The devices were examined and the posterior foot was noted to be separated for all three proglide devices. One foot was removed from the anatomy, but two were not found and remained in the patient. The tavr procedure was completed using a 14f and 16f sheath. The vessel damage was treated via the surgical cutdown and hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.